Event description:
It was reported that the patient received a competitor ICD that was connected to the existing riata lead. During attempted therapy delivery, an alert for 'short circuit conduction upon delivery' was received. Further testing resulted in unsuccessful therapy. Lead damage was suspected. All electrical measurements were normal. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.